Event description:
The customer reported indeterminate (ind) flags on beta human chorionic gonadotrophin (bhcg) quality control (qc) and failed bhcg calibration which all standard level values resulted as no value involving unicel dxc 600i synchron access clinical system. Through troubleshooting, it was determined the customer improperly loaded the bhcg reagent pack on to the reagent carousel slot as it was not located in the designated reagent compartment. Level 1 bhcg did produce a numerical value but both levels 2 and 3 quality control (qc) only produced ind flags. Beckman coulter customer technical support (cts) assisted the customer in removing the reagent pack from the system software. The customer confirmed patient samples were not analyzed at the time of the event. Patient results were not impacted, and there was no patient consequence. The instrument was in operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. (B)(4).